Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was able to charge the pump with an alternate cable. Replacement cable was sent to customer. Customer's blood glucose (bg) value was over 500 mg/dl. High bg cause was unknown. The customer required assistance from paramedics and received a manual injection to address bg. In addition, the customer experienced bruising on their arms. Customer continued to use pump for insulin therapy.